Event description:
"Low blood sugar" concerns a female patient treated with novolog (insulin aspart) penfill insulin cartridges, and an innovo insulin doser from 2001 (date unk) to ongoing for type 2 diabetes mellitus. On 26-feb-2006, her mother's blood sugar reading was 19 mg/dl.she reported that her mother was transported by ambulance to the hospital and admitted.treatment include IV fluids (unspecified).blood work (unspecified) was done, but results are unk.the patient was considered recovered and discharged to home in february 2006 (exact date unk). It was also reported that the display on the doser was flashing. The patient's daughter reported that her mother had been non-compliant with her diet and described her nutrition as poor.she did not reuse her needles and did remove them with each injection.the patient;s daughter also reported that the insulin was stored in the refrigerator in the innovo doser. No further details concerning the event (time of injection, time of last meal, time of event) are known at this time. The device is available for testing and will be retrieved form the reporter. However, the device has not yet been returned to novo nordisk.